Event description:
A surgeon reports a broken haptic was noted on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.